Event description:
Hi sven, hope you had a good weekend, here its starting to get cold in the mornings and it feels like summer's almost over. This t1 was alarming low fio2 during pcv ventilation. A new o2 cell has been tried and the unit operates correctly in service mode and is within specification for the mixer tests in system tests. The software has been upgraded to 3.0.3. The fio2 is very unstable fluctuating to about 10 - 20% low during pcv ventilation at the factory default settings. However if operated in service mode this problem goes away. The fluctuating fio2 levels have been verified with an external o2 analyzer. We are thinking of trying a new o2 mixer assembly. Your thoughts? Thanks as always fm

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service:with this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. The root cause cannot be determined. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag complaint number: cer (B)(4) follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information as requested. Updated fields.

Event description:
Hi sven, hope you had a good weekend, here its starting to get cold in the mornings and it feels like summer's almost over. This t1 was alarming low fio2 during pcv ventilation. A new o2 cell has been tried and the unit operates correctly in service mode and is within specification for the mixer tests in system tests. The software has been upgraded to 3.0.3. The fio2 is very unstable fluctuating to about 10 - 20% low during pcv ventilation at the factory default settings. However if operated in service mode this problem goes away. The fluctuating fio2 levels have been verified with an external o2 analyzer. We are thinking of trying a new o2 mixer assembly. Your thoughts? Thanks as always fm